Event description:
It was reported that 3 bd phaseal¿ protector p21 experienced leakage from the injection port. The following information was provided by the initial reporter: I have seen this happen 3 times - once each with a 14g, 18g and a 20g. The date it happened was the date that it was reported to you ((B)(6) 2010). The venflon was discarded. Although there was no obvious issues with the patient, there is a possibility that they did not receive all of the medication administered as the fluid (and potentially drugs) were leaking out of the port of the venflon. My concern is that when this happens and there is no downward pressure going through the venflon, blood seems to flow backwards out through the port. On one occasion when I saw this (14g) there was a significant amount of blood that could have been lost. If this occurs and the venflons are not visible, I would be concerned that patients could potentially lose a lot of blood. I have had a report of a problem with bd venflon pro safety 16g bn9354533p40. When the venflon was in-situ in the patients hand with a y giving set attached for an infusion and the injection port giving set open to administer another injection, liquid possibly from the y giving set infusion was coming back out through the injection port. The dr reporting this has been using these for a number of years and not seen this before but has experienced it 2 or 3 time in recent weeks. I do not have information on what other batches have been affected but it has been different size venflons.

Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A review of the device history record was performed, and no quality issues were found during production. Therefore, the root cause cannot be determined. CAPA#1379444 was initiated.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 bd phaseal¿ protector p21 experienced leakage from the injection port. The following information was provided by the initial reporter: I have seen this happen 3 times - once each with a 14g, 18g and a 20g. The date it happened was the date that it was reported to you ((B)(6) 2020). The venflon was discarded. Although there was no obvious issues with the patient, there is a possibility that they did not receive all of the medication administered as the fluid (and potentially drugs) were leaking out of the port of the venflon. My concern is that when this happens and there is no downward pressure going through the venflon, blood seems to flow backwards out through the port. On one occasion when I saw this (14g) there was a significant amount of blood that could have been lost. If this occurs and the venflons are not visible, I would be concerned that patients could potentially lose a lot of blood. I have had a report of a problem with bd venflon pro safety 16g (B)(4). When the venflon was in-situ in the patients hand with a y giving set attached for an infusion and the injection port giving set open to administer another injection, liquid possibly from the y giving set infusion was coming back out through the injection port. The dr reporting this has been using these for a number of years and not seen this before but has experienced it 2 or 3 time in recent weeks. I do not have information on what other batches have been affected but it has been different size venflons.